Event description:
It was reported that: "on (B)(6) 2024, the hospital experienced two consecutive cases of swg separated during use on the same patient. Involved 2 pc. After that the catheter was replaced, no potential danger to the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the hospital experienced two consecutive cases of swg separated during use on the same patient. Involved 2 pc. After that the catheter was replaced, no potential danger to the patient."

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The photos show a damaged guide wire with evidence of unraveling; however, the entire guide wire is not pictured to confirm whether separation occurred. Based on the photos, the customer report of damage to the guide wire is confirmed, however, a complete visual inspection to evaluate the nature of the break could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Based on the photos, the customer report of damage to the guide wire is confirmed; however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.